Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds. An x-ray was performed, and it was noted that the lead had dislodged. The lead was explanted and replaced. Once the pocket was closed, it was noted that the tension of the new lead was insufficient. The physician reopened the pocket and repositioned the lead. The patient was in stable condition.